Manufacturer narrative:
The evaluation should have indicated that a deficiency was not identified, as follows: further evaluation of the customer issue included a review of the complaint text, a review of product labeling and a search for similar complaints. The customer initial reactive (ir) and repeat reactive (rr) rates were reviewed and it was determined that both the ir and rr rates are within label claim for lot 45322m500. Due to an increase in complaint activity for this issue a deficiency has not been identified for abbott prism (B)(6) o plus, list number 3l68, lot 45322m500.

Manufacturer narrative:
UDI: (B)(4). Device code: high test results; patient code: no consequences or impact to patient; regarding date: on (B)(4) 2015; after further evaluation, the suspect medical device in question was changed from the prism 6 channel analyzer, list number 06a36-04, to the prism hiv o plus assay, list number 03l68-68. This changes the manufacturing location. The event was initially documented under MDR 1628664-2015-00175. All further information will be documented under this MDR number. Further evaluation of the customer issue included a review of the complaint text, a review of product labeling and a search for similar complaints. The customer initial reactive (ir) and repeat reactive (rr) rates were reviewed and it was determined that both the ir and rr rates are within label claim for lot 45322m500. Due to an increase in complaint activity for this issue a deficiency has been identified for abbott prism hiv o plus, list number 3l68, lot 45322m500.

Event description:
The customer observed (B)(6) results while using the prism hiv o plus assay. The customer indicated that multiple patient specimens which were both initial and repeat (B)(6) using the prism hiv o plus assay, were (B)(6) when tested using the nat method. There was no adverse impact to patient management reported.